Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced hyperglycemia ranged from 22.0 mmol/l to 26.0 mmol/l due to possible under delivery of insulin. It was reported that the customer treated high blood glucose levels with manual injection. It was reported that the customer¿s mother declined to complete the troubleshooting during the call. It was reported that the auto mode feature was not working. Product is not expected to return for analysis.